Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" of unspecified side device. Device remains implanted.

Event description:
Patient reported ultrasound confirmed "rupture" of left side device. Device remains implanted.